Event description:
A surgeon reported that 25 pts experienced corneal edema following cataract surgery. Two of these pts had continuing systems. There were no unplanned medical or surgical interventions to treat the event. There are three medical device reports associated with these events; this report is for the first identified pt. This is the second of three reports associated with these events.

Manufacturer narrative:
The product was not returned for analysis. The batch records review showed that all testing results were within specification. No other adverse reactions have been reported for this lot. Add'l info was requested on (B)(4) 2011. A completed questionnaire was rec'd on (B)(6) 2011. (B)(4).